Manufacturer narrative:
One sample of taperguard endotracheal tube with stylet was received for evaluation. An inflation/deflation test was performed when air was applied to the cuff using a syringe and it was observed inflation was difficult and deflation was hard, a visual inspection was performed and it was observed the inflation line tubing is collapsed inside the lumen of the tube, the failure mode cuff wont inflate is confirmed.

Event description:
Medtronic received a communication that while checking the cuff prior to use on a patient, resistance was felt upon injecting air. The customer indicated that there was no patient involvement associated to this event.